Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, upon visual inspection of the valve load, a misload was identified due to a frame node overlap involving the fourth node. Subsequently, a new valve was loaded into a new dcs. A pre-implant balloon aortic valvuloplasty was performed due to calcification. The new valve was implanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. It was reported that a misload was identified and a new system was used. However, fluoroscopy valve load inspections of any of the reported systems were not saved on fluoroscopy thus it is not possible to validate a good load versus a misload. A pre balloon aortic valvuloplasty was performed prior to the valve implant. During the valve deployment attempt, an infold was evident in the cusp overlap and lao views. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. A new valve was prepped, loaded and fluoroscopy valve load inspection confirmed a good load. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth was approximately 3mm on the non-coronary cusp in the cusp overlap view, and 2mm on the left coronary cusp in the lao view. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. The valve depth was deemed acceptable, and the valve was successfully implanted with minimal evidence of aortic insufficiency/paravalvular leak . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.